Manufacturer narrative:
Additional manufacturer narrative: a review of manufacturing records confirmed, all lots have met all manufacturing specifications.

Manufacturer narrative:
H6, method code 1 - 3331. H6, results code 1 - 213. H6, conclusion code 1 - 4315.

Manufacturer narrative:
Attached facility medwatch report. - attachment: [42994_ facility medwatch report_25oct19.pdf.rtf.pd]

Event description:
The following information was reported to gore through a medwatch submitted on 10/7/2019: on (B)(6) 2019 a patient was undergoing treatment for arteriovenous access with a gore® propaten® vascular graft. Following the procedure, upon arrival to the post anesthesia care unit, the surgeon was called back for a suspected hematoma. No hematoma was found, however a seroma was found. The seroma was stated to be due to porosity of the graft. This device was explanted and a new graft was implanted.